Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic). The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 1760 of 1769 lifetime sic were recorded beginning 2013-07-23.

Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic). The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Event description:
It was further reported that the right ventricular (rv) lead exhibited ongoing sensing integrity counter (sic) and a lead fracture was suspected. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.